Event description:
The pt experienced the transient ischemic attacks following the implant of the prosthesis. The pt was started on plavix following this event. Per the md: the pt will make a complete recovery.